Event description:
The rep reported the device was used during a diagnostic gynecologic laparoscopy. It was reported the 511sd was inserted without insufflation and the trocar pierced the abdominal aorta. The procedure was converted to open and bleeding was brought under control. The pt is now in intensive care unit. 11/12/1998 contacted md; he stated "I wish I had a reason for the problem"; also stated the insertion was no different from any other insertion that he has performed; md confirmed that he was inserting the initial trocar, therefore, there was no internal visualization; this writer asked the physician if there was an opportunity to insufflate the pt; md stated "the pt was not insufflated"; md then stated "I was able to insufflate about a liter, then realized I had a problem". Md stated the pt went home on day 3; pt's next follow-up visit is scheduled for next week.